Event description:
Xpresso dialysis catheter by spine biomedical cracked in arterial port during dialysis, resulting in air into dialysis system. Catheter placed 10/05, 2nd occurrence of this event in same pt. See report 05007-2005-6, and 05007-2005-05.